Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's spouse reported that a patient alert was triggered post-cardiac resynchronization therapy defibrillator (crt-d) replacement. It was discovered that a lead was not connected to the crt-d. It is unknown which lead was not connected. A procedure was performed to reconnect the lead to the device. Follow up yielded no further information. The lead and device remain in use. No patient complications have been reported as a result of this event.